Event description:
It was reported the patient received the following results on (B)(6) 2020 within 15 minutes: lo (<10 mg/dl) and 66 mg/dl. It was reported the patient received the following results on (B)(6) 2020 within 15 minutes: 61 mg/dl and 107 mg/dl. The same day, the patient also received the following results within 15 minutes: 37 mg/dl and 87 mg/dl.